Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. Trend analysis: the trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: the article, which is the complaint source of this complaint, mentions that an unknown patient received cls stem and underwent revision surgery due to luxation at an unknown date. No x-rays, pictures or other source documents were provided. Devices analysis: the device analysis could not be performed as no product was available for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a journal article, that the patient was implanted an unknown cls hip stem on an unknown date. The patient underwent a revision surgery on an unknown date due to luxation. (Journal article: jeffrey r. Mclaughlin, m.d.: total hip arthroplasty with an uncemented tapered femoral component_mclaughlin, in: the journal of arthroplasty (2016)).